Manufacturer narrative:
Additional information a2, a3, a4 and b5.

Event description:
The event occurred during disconnection. There was no impact on the patient and no blood loss. Patient's condition after the incident: she returned to baseline. No medical treatment was necessary following this incident. There were no consequences for the healthcare staff, or clinical consequences. No valve defect was detected before use. The valve insertion date: (B)(6) 2025 and the valve removal date: (B)(6) 2025. There was reported patient involvement.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information: (B)(6).

Event description:
The event involved a tego connector, and it was reported that during ring disconnection, the arterial line was removed from the tego cap. Air began to enter the branch. The branch was clamped with the hand and asked the nursing assistant for a clamp and syringe to aspire the air. The tego cap was then replaced. There was reported patient involvement, and no patient harm was reported as a consequence of this event.

Manufacturer narrative:
Investigation summary received one (1) used. List #d1000, tego¿ connector, appx 0.05 ml; lot #unknown. The seal was observed to be domed. The reported complaint of air in line could be confirmed. The returned sample was observed to have a domed seal. The probable cause of the domed seal is due to uneven adhesive application. A device history review could not be conducted because no lot number(s) was/were identified. Corrective and preventative actions are in process.